Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2021-06606. It was reported that all the contacts on one of patient¿s lead were showing high impedance. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.